Event description:
Somnus sales rep contacted somnus clinical specialist at 2:30 pm to report incident. Clinical specialist contacted somnus medical director to follow-up with the treating physician. Pt treated in 2000, 10:00am in the operating room, under general anesthesia. The physician used 750 joules per insertion (375 per electrode), with 3 insertions per tonsil. There were no problems during the procedure. Steroids were given intravenously during the procedure, but not prior to the procedure. The pt was fine at 11:00 am after the procedure. A nurse called the physician at 1:00pm, reporting edema in the oral cavity. Physician found that the pt had diffuse, watery, edema in the palate, uvula and anterior/posterior pillars. The tissue was not red and there was no indication of cellulites. The tonsils looked fine with no significant edema or slough. The pt had some airway compromise, and had to sit up to breathe. Somnus medical director spoke to treating physician. He has not seen this previously in a tonsil procedure but suspects that this is an acute drug reaction or an acute reaction to thermal injury. He suggested that physician give the pt an intramuscular injection of antihistamines to see if that will reduce the edema. 4 mg decadron IV given, and again 4 hours later. 6 hrs post-op, afrin applied to tonsillar pillars and palate. By 3:00 am, pt noted improved breathing, with swelling continuing to decrease after that. Treating physician reports symptoms resolved by 48 hours post event following administration of antihistamines. Three weeks later, physician reports edema 90% resolved, pt doing well, and scheduled for follow-up examination in one month.